Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 589 mg/dl. Customer stated they ate snack before they went to bed and woke up to high blood glucose level of 499mg/dl. Customer stated they tried changing tubing and battery and gave themselves an insulin shot. Customer alleged that the insulin pump was under delivering because when they tried disconnecting the tubing and delivered bolus, nothing came out. Customer treated high blood glucose level with manual injections. Customer¿s current blood glucose level was 121 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.